Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-08590. It was reported that the lead was pulled out of the bottom port of the header. During the lead replacement procedure, the new lead was unable to advance entirely into the ipg header. It was noticed that a piece of the original lead had broken and lodged into the port. The entire scs system was replaced by new devices.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.